Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported there was a flipped pump in (B)(6) 2014. At the end of (B)(6) the patient pump had flipped and it was determined the catheter was twisted. The patient was brought in to flip the pump back and the catheter was replaced at that time. The system was being used to deliver dilaudid.

Event description:
Additional information reported that prior to the surgery the patient had labs performed, which all came back normal. All antibiotics were administered prior to the revision surgery that was performed. The patient was wheel chair bound and the cause of the "flipping was unknown." However, the pump was flipped at every refill and the physician would flip it back before the nurse would fill the pump. Because the physician was retiring, it had been determined that the pump should be re-anchored as the new physician that was taking over the practice was not comfortable or knowledgeable about flipping the pumps back the right way. The patient was on dilaudid 20mgml at 0.9 mg/day, bupivacaine 9 mg/ml at 0.4 mg/ml, sufenta 7.5 mcg/ml at 0.3 mcg/day, and clonidine 2.5 mcg/ml at 0.1 mcg/day.